Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team on 02/14/2025. The instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
It was reported that during central processing, when the instrument was being washed, the fenestrated bipolar forceps instrument was noticed to have the plastic at the wrist burnt. The staff was concerned about using the instrument in a procedure and re-sterilized a new fenestrated bipolar forceps instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. An image associated with this reported event was reviewed by an isi failure analysis engineer, the instrument appeared to have thermal damage on the yaw pulley. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified at central sterile services department (cssd) and thermal/burnt marks were noticed on the instrument tip. The instrument was inspected before and after each procedure however due to tissue charring and blood on instruments the thermal damage on instrument was not obvious until it was being reprocessed/washed by cssd. The instrument did not collide with any other instrument or tool during the last procedure. No arcing was observed during the last procedure.

Event description:
Refer to h11 for follow-up information.